Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during a cataract extraction procedure during phacoemulsification (phaco) mode there was suddenly no phaco power. A system message was displayed. The handpiece was disconnected from the system and flushed and re-primed. This did not resolve the issue. The surgeon is unclear if this was a system issue or a handpiece issue. Additional information has been requested but none received.